Manufacturer narrative:
Results: chest restraint strap.

Event description:
It was reported by service report that the clasp is broken on chest restraint. It is unk if there was pt involvement or if there are adverse consequences to report.